Manufacturer narrative:
1. Summary of investigation results: due to the limited information about the issue, the investigation was not able to determine a specific root cause. The investigation did not identify a product problem. 2. Summary of follow up/corrective actions taken: there were no follow up/corrective actions.

Event description:
1. There was an allegation of questionable tg g2 elecsys results for one patient from the cobas 6000 e601 module. 2. Patient age range: asku 3. Patient weight range: asku 4. Patient sex breakdown: asku 5. Patient race breakdown: asku 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No.